Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient had a seizure in her office. The patient¿s boss called the emergency medical technicians. Once the emergency medical technicians arrived, the patient¿s bg was checked, and the bg reading was 30 mg/dl and the cgm reading was 70 mg/dl. The emergency medical technicians treated the patient with glucose gel. The patient recovered after treatment and the patient¿s bg meter reading increased to 198 mg/dl and no cgm comparison value was documented. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient was tested by the emergency medical technicians. No additional patient or event information is available.